Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 08056. 0001825034 - 2017 - 08057. 0001825034 - 2017 - 08058. 0001825034 - 2017 - 08059. Medical devices: acetabular cup, unknown part/lot; femoral head, unknown part/lot; acetabular liner, unknown part/lot; femoral stem, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient is being considered for revision for unknown reasons at an unknown date. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.